Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that the patient with this implantable lead fell soon after the implant procedure was finished and was brought to the patient room. The patient had experienced a syncope and asystole, and reanimation had to be performed. Analysis was performed and high pacing thresholds were observed. A revision was performed in which it was found that this lead experienced dislodgement. This lead was explanted and replaced. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable lead fell soon after the implant procedure was finished and was brought to the patient room. The patient had experienced a syncope and asystole, and reanimation had to be performed. Analysis was performed and high pacing thresholds were observed. A revision was performed in which it was found that this lead experienced dislodgement. This lead was explanted and replaced. This lead is expected to be returned for analysis. No further adverse patient effects were reported.